Event description:
It was reported that during a pta treatment procedure in an iliac artery, removal difficulties were encountered. The physician had completed the procedure and was withdrawing the balloon catheter through the patient's tortuous anatomy, when it became stuck in the sheath. The entire system was removed as an unit. The procedure was successfully completed. The patient is reported as 'good' following the procedure; no injury or complications were reported.